Manufacturer narrative:
(B)(6) days have passed since this issue was reported to mitek, and to date, despite outreaches for further detail and complaint device return, nothing has been received, and no additional information other than what was originally reported has been received; nothing is being returned for evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that during an arthroscopic acl repair, the surgeon experienced a series procedural difficulties which resulted in a 2 hour extension to the procedure. The surgeon was using a milagro 8 x 32 mm screw for fixation; while inserting it into the bone tunnel, the screw broke away at the 1st 2 threads. The surgeon removed the fragment from the bone tunnel using a curette which widened the tunnel. The surgeon attempted to use a milagro 10 x 23 mm screw instead, this time the 2 leading threads flattened. The surgeon backed out the screw, removed the graft and then reinserted the graft and fixated with the original size choice screw, a milagro 8 x 23 mm screw. The repair was concluded successfully without further issue or harm to the patient, however there was a 2 hour delay. Also see associated MDR 1221934-2011-00398.